Event description:
I am prescribed methotrexate subcutaneous injections, which I fill at "xxxxxxxx." It is supplied as 50 mg/2 ml vials from which I have to draw up my dose for weekly injections. The directions provided on the instructions read, "inject 2.5 mg subcutaneously once weekly for 2 weeks then increase to 5 mg once weekly. May increase up to 10 mg once weekly." The very first time I picked up this prescription months ago, I was not provided any syringes/needles. I was also not offered any counseling from the pharmacist on this new prescription. If it were not for the fact that my roommate is a pharmacy student, I would have probably tried to inject 2.5 ml. My roommate instructed me to return to the pharmacy for insulin needles and helped me dose to the correct amount of 0.1 ml (10 units on the insulin syringes). She then helped me dose for each dose increase. I now do 0.4 ml (40 units on the insulin syringes) subcutaneous injections once weekly. The most recent time I picked up my prescription, I was given 3 ml syringes with 1 inch needles. While there is a 0.4 ml line marking on the syringe, it would be almost impossible to draw up in a syringe of that diameter and almost impossible to inject subcutaneously with a needle that long. (B)(6). Submission ID: (B)(4).